Manufacturer narrative:
The available information suggests this product was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that prior to implant, this cardiac resynchronization therapy pacemaker (crt-p) was interrogated and found to have exhibited code 1003. No save-to-disk was performed and the crt-p was never used. No patient involvement noted.

Event description:
It was reported that prior to implant, this cardiac resynchronization therapy pacemaker (crt-p) was interrogated and found to have exhibited code 1003. No save-to-disk was performed and the crt-p was never used. No patient involvement noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.